Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available as the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient was implanted on (B)(6) 2024 and was later admitted to the ICU on (B)(6) 2024 for cough, shortness of breath and hypotension. The patient died on (B)(6) 2024. Hospitalization records reported that the patient was found to have hemopericardium after the cardiomems procedure. Initial echo did not show any tamponade physiology, second echo showed stable pericardial effusion and again no evidence of hemodynamic consequence of the pericardial effusion. The cause of death and cause of the hemopericardium are unknown at this time. The cath report from the implant on (B)(6) 2024 indicated the patient tolerated the procedure well without obvious complication.